Event description:
Boston scientific received info that this lead was implanted and shortly thereafter, low impedance measurements and noise were noted, as well as sensing issues. Then, no values were found for impedance measurements. The physician thought there might be some sort of lead issue, so the lead was removed prior to the pt leaving the operating room, and a new lead was implanted successfully without issue. As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.